Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
During bd representatives' site visit, it was reported by the hospital's clinical engineering that they replace pressure sensors mostly related to channel errors reported by their clinicians to clinical engineering. There was patient involvement but no harm.

Event description:
During bd representatives' site visit, it was reported by the hospital's clinical engineering that they replace pressure sensors mostly related to channel errors reported by their clinicians to clinical engineering. There was patient involvement but no harm.